Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was lost to follow up and came into the clinic as they thought they received a shock from the device. Upon interrogation it was found that no shock was administered, however the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) did exhibit high out of range pacing impedance measurements of greater than 2000 ohms and high threshold measurements. A review of the device's data found a stored episode of noise from nine months earlier and high out of range impedances going back 11 months. At this time the rv lead and ICD remain in service and the patient is waiting for insurance approval for a replacement procedure. The outputs were reprogrammed and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) continued to exhibit high out of range pacing impedance measurements of greater than 2000 ohms, along with oversensing of noise. A revision procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. No additional adverse patient effects were reported.